Event description:
On 12/3/04, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. She obtained results of 110, 160, and 280 mg/dl within 10 minutes of each other on the reported meter. She was unable/unwilling to state whether she had symptoms of hyperglycemia or hypoglycemia at the time of concern. She took no action to affect her blood glucose level following use of the meter. She contacted her medical professional for advice and received no treatment. There is no indication that the the pt experienced injury or medical intervention due to the meter. The customer care rep (ccr) was unable to walk the pt through a control solution test as the pt was unwilling/unable to state when, the control solution had been opened. Based on statistical methodology, the calculated difference of the glucose results obtained on the meter exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.